Event description:
A 2.5mm diameter by 20mm length medtronic ave neptune ptca balloon catheter was inserted into a target lesion in the left circumflex coronary artery. After successfully inflating the balloon twice to 6 atmospheres of pressure, a small amount of blood was noted in the indeflator. After removal of the ptca balloon, a pinhole leak was identified in the proximal end of the balloon. The physician reported that the balloon may have been damaged during removal into the guide catheter. The target lesion was successfully treated using another device. There is no additional clinical sequelae reported relative to the event.